Event description:
It was reported that the right ventricular (rv) lead threshold had increased. The rv voltage was increased to assure a safety margin. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). No eval explaination: lead remains implanted in patient.